Event description:
Syringe connection issue.

Manufacturer narrative:
According to the facility, "doctor was attaching the syringe's rotating adaptor to the manifold, and he tightened the syringe onto the manifold. However, he noted that throughout the case he had to continually tighten the syringe as it was backing off the manifold. Patient was not harmed or affected by the syringe backing off issue." The syringe had to be switched out. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.